Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the initial procedure? Unk. Could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle)? If yes please provide more details. No patient consequence what is the product code & lot number (lot number provided is incorrect 389801801)? Unk, once there is any update, we will update the information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported just after the needle was passed through the skin, the problem of pulling off suture needle happened. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/19/2022. Additional information: d1, d2a, d2b, d4, h6 additional information was requested, the following was obtained: what was the initial procedure?---according to the latest feedback of the sales, the surgery was emergency debridement and suture of trauma. According to the feedback of the sales, the product code is vcp433h. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.